Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. A damaged power entry module was observed. When the generator was powered on, an error message was observed accompanied with loud crackling sound confirming the field reported event. Further investigation revealed the generator had an intermittent stimulation board. The stimulation board was replaced temporarily with a known good stimulation board. The reported event was resolved. However, when the original stimulation board was re-installed the issue was not observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an intermittent stimulation board.

Event description:
During the procedure, the generator made cackling sound upon boot up. The procedure was cancelled and rescheduled for another day. There were no adverse consequences to the patient.